Event description:
It was reported that there were suspicions this pacemaker exhibited premature battery depletion (pbd). The device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.